Event description:
The patient's neurologist reported that the patient passed away due to sudden unexplained death in epilepsy patients (sudep). Follow up with the neurologist determined that the vns was not explanted after death and the death is not believed to be related to vns. No autopsy was performed. The patient had a history of nocturnal seizures and no history of drug/alcohol abuse or cardiac/respiratory problems. No additional or relevant information has been received to date.